Event description:
The pt experienced 2 weeks of unspecified withdrawal symptoms at the end of a 3 month refill cycle. The pump was filled before the refill date; the volume was reported to be appropriate (the actual and expected volumes were not provided). Twenty four hours after the refill, pain relief was still not present. The pump was explanted. The medication being delivered via the pump was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.